Event description:
Patient primed device and saw no insulin going through the infusion set tubing. Patient primed device again and noticed insulin around the device's adapter and in the device's insulin cartridge chamber. Patient did smell insulin. No error messages were generated by device. Patient's blood glucose was not affected and no treatment was received.